Manufacturer narrative:
The pt was a male. The target lesion was the proximal left anterior descending (lad). The lesion was de novo. The vessel was highly calcified and moderately tortuous. There was 99% stenosis. Percutaneous coronary intervention was conducted to treat the target lesion for treatment of unstable angina pectoris as an emergent case. Aspiration and intravascular ultrasound (ivus) were conducted. A 3.5 x 18mm cypher was being delivered to the target lesion for direct stenting, but it would not cross the target lesion, and so the cypher was retrieved from the pt. Then, pre-dilation with a balloon was conducted and the cypher was delivered to the target lesion again, but the cypher did no cross the target lesion. Therefore, the physician retrieved the cypher and re-delivered the unit, but it did not cross the lesion. When the cypher was retrieved from the pt a third time, the physician observed the stent delivery system and found the stent to be missing. The dislodged stent was located at the left main trunk and was removed using a snare. A 3.5 x 18 mm driver stent was implanted instead and the procedure was finished successfully. There was no pt injury reported. The product was clinically used, but the product will not be returned for analysis because the product was discarded at the hospital due to an emergent case. The physician had difficulty delivering the cypher due to high calcification. There was a possibility that the stent dislodged because the proximal end of the strut became flared due to the calcification and that end became caught with the tip of the guiding catheter and eventually dislodged in the left main trunk. While retrieving the cypher into the guiding catheter, excessive force was used. The physician attributes the dislodgement to the flared stent becoming caught on the guiding catheter. This device is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
During a coronary stenting procedure, the 3.5 x 18 mm cypher stent dislodged and was retrieved from the pt using a snare.